Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 that the customer called in to report that a silent nite 3d device for a male patient of dr. (B)(6) had a fractured anchor.